Event description:
It was reported that during follow-up visit, low sensing and high capture threshold were observed. During laser explant procedure, insulation abrasion was observed. A new lead was implanted.

Manufacturer narrative:
A partial lead with the distal tip electrode portion measuring 50.6cm was returned for analysis. External insulation abrasion was noted at 9.5-9.7cm from the distal tip electrode, consistent with lead friction to another device or heart feature. The etfe coating was intact at this location. Internal insulation abrasion was noted at 15.3-15.7cm from the distal tip electrode. The etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.